Event description:
Patient reported the e2 (battery depleted) error message appeared on the display of the infusion device without the w2 (battery low) error message. Patient stated the w2 was missing. Patient reported there is no w2 found in the history of the infusion device. No health concerns were reported. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The w2 appeared on display on the (B)(6) 2013 and confirmed by user. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.